Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was associated with a battery measurement of 2.64 volts after 24 months of implant. This device is included in the (B)(4). A boston scientific crm (bsc) technical services consultant (ts) discussed the advisory details and that this device is meeting the definition of premature battery depletion according to the advisory criteria. Ts recommended monthly device follow-ups and replacement within 30 days when elective replacement indicator (eri) status is reached. There was no report of adverse patient effects. Subsequent information indicates that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.